Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. The tear is axially aligned with the tip cover and measure 0.0825¿ in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting. There were no missing pieces. The tear was isolated to the clear portion of the distal tip. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint was confirmed by failure analy. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue.

Manufacturer narrative:
An image was provided for review and showed the tip cover was torn. The tear started at the clear tip of the tip cover silicone and extended into the gray area. The accessory involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue. This issue can be resolved by using an alternate tip cover accessory to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the end of the monopolar curved scissors (mcs) tip cover had a tear. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the damage was near to the tip of the instrument. The customer indicate that the tear was on the clear area. The torn tip cover did not result in any arcing in the patient. The mcs was properly installed during the surgical procedure. An image was provided for review.